Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user questioned whether a lunch meal announcement had been delivered in the ilet system; the agent did not see the announcement in the report even after data sync, and the user then performed a new meal announcement during the call, after which a refresh displayed the meal announcement. The event included hyperglycemia with a reported highest glucose of 232 mg/dl and a duration out of range of approximately three hours. No alerts or alarms were reported, and no outside assistance or medical intervention was required. Symptoms were not described. Investigation included review of available data and guided troubleshooting, including refresh and confirmation of successful meal announcement entry. Investigation of this case revealed that the device displayed the meal announcement after user action and data refresh; the cause of the preceding hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.